Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event; the associated manufacturer report numbers are 1225714-2014-14385 and 1225714-2014-14386.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-14385 and 1225714-2014-14386. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.